Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the distributor, the system printed circuit assembly (pca) board was replaced to resolve the issue.